Manufacturer narrative:
The reported event was unconfirmed as the product meet the specifications. Visual inspection noted one trocar was received with the original package. Visual evaluation noted no obvious defects. The trocar appeared to be very sharp with no abnormalities. The product used for the treatment purposes. It was determined that the product had no relationship with the event due to the investigation being unconfirmed through the sample evaluation. The product had met specifications. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The labeling review was not performed due to the labeling could not have prevented the reported failure. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the trocar was dull.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the trocar was dull.